Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was not happy due to experiencing blurry vision and requested for the intraocular lens (iol) to be explanted. The lens was explanted from the patient's left eye and a non-johnson & johnson lens was used as a replacement. There was no medical or surgical intervention required. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 7/8/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received taped to the inside of a specimen cup. Visual inspection under magnification revealed that the lens was received taped to the specimen cup. The lens was cleaned and a scratch could be identified that ran the length of the iol. No further issues could be identified with the lens. The complaint issue of pt-explant and hm-blurry vision was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.